Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
On november 14, 2007 at 3:14pm, the lay-user/patient contacted lifescan (lfs) alleging that the one touch ultra 2 meter has a non functioning power and ok button. In addition, the lfs meter powers off during use. The pt indicated that the reported issue started approx 4 months ago, in 2007. The pt claimed that, since the issue began, he has had to go to the emergency room twice, once two months later, and the second time was unspecified. The pt did not specify the reason or provide details for either ER visit. The pt was testing on a doctor's/clinic's meter obtaining a blood glucose result of "500 mg/dl." The pt did not provide many details and was unable/unwilling to provide answers to customer service for many questions asked during troubleshooting. It would have been helpful to obtain the following info: testing frequency, diabetes medication regimen, date and time of the two ER visits, readings obtained on the lfs meter on those dates, and food intake. During troubleshooting, the customer care advocate verified that the meter turns on with the test strip inserted into the meter, but not with the ok and power button, there was no misused of the lfs product, and the meter power off after 2 minutes of not being able to use the ok and power button. This complaint is being reported, because the pt allegedly became hyperglycemic with a blood glucose of 500 mg/dl and had been to the emergency room twice after the reported issues started 4 months ago. Replacement products were sent to the pt.